Event description:
A cracked and shattered touchscreen was reported, making it impossible for the customer to interact with the pump, as the touchscreen was illegible. There was no reported impact on the customer's blood glucose level. It was noted that the pump was out of warranty, and a supplier's report was provided.